Event description:
It was reported that the pt had recurrent herniated l3-l4 disk with recurrent multi-level spinal stenosis and degenerative lumbar disk disease. The pt underwent a multilevel foraminotomy, diskectomy, interbody fusion with cage implantation, rhbmp-2/acs and local bone graft augmentation at l3-l4 and l4-l5. A posterolateral fusion at l3-l4 and l4-l5 was performed with local bone graft, bank bone allograft and rhbmp-2/acs augmentation. Posterior fixation instrumentation was also used. Post-op, the pt began to have problems with brownish wound drainage, fevers, and increasing pain. Pt has an esr of 61 and crp of 15.3 suggestive of acute infection. A surgical intervention was performed on pod 8 to drain the recurrent epidural hematoma and for wound debridement of muscle and soft tissue. Two deep hemovac drains were placed deep to the lumbar fascia.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.